Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented to the clinic with episodes of post paced t wave oversensing found on the implantable cardioverter defibrillator. No inappropriate therapy was delivered. The device was then reprogrammed to address the oversensing issue. There were no complications to the patient.